Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5, b.6, b.3., d.1, d.2, d.4, d.6., g.1., g.5 . A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, patient provided a medical certificate which indicated "mechanical complications of breast prosthesis and insertion (left side rupture)" and "final diagnosis: multiple benign neoplasm of breast, left side".